Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that inappropriate therapy was delivered for what appears to be sinus tachycardia. It looked like atrial events were being blanked due to an increased pvab setting. Device will be reprogrammed.